Event description:
Pt approx 40 min into ocrelizumab infusion when infusomat space pump tubing separated from asv, then end the tubing fell to the floor. Infusion immediately stopped and roller clamp closed. New tubing obtained, asv removed, bay of ocrevus respiked with the new tubing. Devices will be returned only if mfrs provide prepaid shipping, packaging as per dot, or pick the item up. The details in the report is the extent to which we identify medications involved or pt contact.